Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2022-00114 under a different suspect device.

Event description:
The customer observed a false positive alinity I total b-hcg result for a 16 year old female patient. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 148.69 iu/l, repeat = negative. A new sample was collected on (B)(6) 2022 and generated negative results. The sample aspirated prior to sid (B)(6) was high positive with a result >15000 iu/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the leaking alnty ci snsr bsl and 100ul buffer pump (rohs). The fsr also replaced the alinity pipettor probes and the tube, r1-r2 pipettor probe to pm sensor as a precautionary measure. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the likely cause parts were replaced. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci snsr bsl, the 100 ul buffer pump (rohs) and tube, r1-r2 pipettor probe to pm sensor, and the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl, the 100 ul buffer pump (rohs) and tube, r1-r2 pipettor probe to pm sensor, and the alinity pipettor probes was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for a 16 year old female patient. The following data was provided: on (B)(6) 2022 sid (B)(6) initial result = 148.69 iu/l, repeat = negative. A new sample was collected on (B)(6) 2022 and generated negative results. The sample aspirated prior to sid (B)(6) was high positive with a result >15000 iu/l. No impact to patient management was reported.